Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged sound abatement foam became degraded and caused shortness of breath, nodules on the lungs, and chronic obstructive pulmonary disease. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. The air outlet port had dust-like contamination in it. Pca had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area, on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and the manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath, nodules on the lungs, and chronic obstructive pulmonary disease. The patient did receive medical intervention by seeing a pulmonologist, and receiving inhalers and a nebulizer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.